Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14a24135, h14b03111 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was not reported. Seven days prior to the receipt of this report, the pt was hospitalized for the event. Treatment was not reported. It was not reported if the pt recovered from peritonitis. Additional information was requested but was not available. This is report 3 of 4 involved in this peritonitis event.